Manufacturer narrative:
Month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when checking the cuff, the cuff was not inflated, and use was discontinued. The event occurred during priming at the facility, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Three photographs were included for evaluation; and a cut was observed in the inflation line near the joint with the tube. One device sample was received in used condition, in a plastic bag. During visual inspection a cut was observed on the inflation line near joint of the tube. A leak test was performed, and the location of the leak was in the cut of the inflation line. The complaint was confirmed. The root cause was not determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.